Event description:
The customer reported the system would not produce a usable image. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired a connector pin on the monitor. The system operates as intended.